Manufacturer narrative:
Exact date unknown, event occurred 3 months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient had difficulty charging and maintaining a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.